Event description:
It was reported the patient had been having bad problems for the last 2 years. Since (B)(6) 2012, their health started declining. The patient was experiencing dizziness, blackouts, falls, severe depression, was forgetful and since his last increase his memory had really gone downhill/memory loss ¿got very bad over the past 3 months¿. They had reportedly increased it by 20 percent. The patient had ¿pretty good falls¿ for the last 2 years it was further noted. Following the patient¿s spinal cord injury 11 years prior they had walked ¿pretty good¿ for many years with a cane. However, since (B)(6) 2012, the patient started using his wheelchair more. It was further reported that 6 months after pump implant, the patient¿s strength and memory had started declining. Reportedly, at first they were not attributing the symptoms to the pump but after the reporter read online on the FDA website about the pump recall in june 2013 related to priming boluses, the reporter had been thinking the pump could/might be the cause of the symptoms. It was however also reported the recall information for priming boluses that the reporter inquired about was not related to the patient. The upcoming week, in reference to this report date, the pump was going to be checked for integrity and placement because ¿was placed for his lower body¿. It was unclear in relation to the placement why the pump was to be checked. The device system was used to deliver lioresal. Additional information has been requested regarding the patient¿s symptoms, if any actions occurred, if there was a placement issue, and how the patient was now doing but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).